Event description:
The customer tested his blood glucose that morning and received a reading of 153 mg/dl. He ate and took his insulin before leaving. The customer had a hypoglycemic rteaction in his truck. He was in an accident and paramedics were called. The customer was convulsinf on the way to the hosp. And his blood glucose was 43 mg/dl. The customer was released from the hosp. A few hours later. The contact alleged that adverse event was due to the meter readings. The meter and strips sre to be returned for evaluation, and the customer will trade up to a contour.